Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the controller (con309419) were not returned for evaluation. Log file analysis revealed a controller power up event on 27/oct/2021 at 15:10:40. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 12 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported loss of power event was confirmed. Pump power consumption was within normal operating range throughout the analyzed period. Information received from the site indicated that the patient presented with ongoing worsening right heart failure and hypervolemia. Based on the available information, the device may have caused or contributed to the reported event. Per the ins tructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the prog ression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Additional products: ¬con309419 h3: yes dev rtn to MFR? Yes d10: yes, return date: 04-jan-2022 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-aug-2018 / serial or lot#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2017, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented with ongoing worsening right heart failure and hypervolemia "on a higher speed than previous." It was also reported that the controller exhibited a loss of power when both batteries were disconnected at the same time. The vad and controller remain in use. No further patient complications have been reported as a result of this event.